Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's lcd screen had scratch. The customer¿s blood glucose level was 150 mg/dl at the time of the incident. The customer was reported that damage to the insulin pump was caused by vehicular accident. The customer was also reported that customer can not read the display instructions. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer needs to replace the insulin pump. The insulin pump will be returned for analysis